Event description:
The manufacturer received information alleging a ventilator's display screen was defective. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
Device has been repaired but not returned to the customer, pending customer approval of estimate.